Event description:
The reporter indicated that her (B) (4) was not holding a charge, even after being plugged in for a significant amount of time and, that they have had this problem since receiving the hand held device. Good faith attempts for product return have been unsuccessful.